Event description:
It was reported that an ilet user experienced an insulin delivery occlusion alarm with persistent hyperglycemia around 400 mg/dl for approximately 16 hours; the user resumed delivery, disconnected, and primed insulin, and was advised to replace infusion supplies and contact a healthcare professional, after which blood glucose returned to range and use continued normally. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no injury, no hospitalization, and resolution after troubleshooting. Investigation included complaint intake, user education, and troubleshooting of infusion set and delivery pathway. Investigation of this case revealed that the specific cause of the hyperglycemia and occlusion alarm could not be determined. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with no device return and no further action required at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.